Event description:
This pt was presented to the interventional lab for a trans-arterial embolization (tae) of the celiac artery. The vessel was described as moderately tortuous with no calcification. The information states that when the physician attempted to place the microcatheter (mc) into the target vessel, he felt a large friction between the guidewire and the mc. When the physician withdrew the mc, the tip of the mc broke and remained in the aorta. The physician successfully retrieved the foreign object from the patient. The information states that the microcatheter looked normal when it was taken from the packaging. The product was properly prepped before it was used in the patient, and a continuous flush was maintained throughout the procedure. There was no reported injury to the patient.